Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated that a manufacturer representative was able to program around the jolting sensation and the patient was receiving adequate stimulation.